Event description:
Patient presented to the physician with a possible infection at the chest incision. Physician took cultures and prescribed antibiotics. Culture returned positive for infection. Patient presented back to the physician with redness at the incision. Physician determined it was a seroma and additional cultures were taken at the site.